Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed

Event description:
It was reported the surface wand was in the joint when the tip of the wand fell off. The surgeon was able to remove the piece and replace the wand with a new wand to complete the case.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the tip fell off . The probable root cause/s could be: contact with another hard instrument. Excessive force used when inserting of removing probe. Probe inserted into obstructed passageway. Any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone. Used to pry or scrub. (B)(4).

Event description:
It was reported the surface wand was in the joint when the tip of the wand fell off. The surgeon was able to remove the piece and replace the wand with a new wand to complete the case.